Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001519 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation persistent ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. After inserting the vizigo sheath into the heart, before doing the transseptal puncture (tsp), blood was exiting from it. The valve has been broken. The guess is that the nurse might not have inserted the dilator straight into the sheath and damaged the valve. The sheath has been changed to another vizigo sheath and it solved the problem. The hemostasis valve did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. Air did not enter the patients body and no medical intervention; percutaneous or surgical removal was required. Approximate volume of blood that was lost was negligible and patient hemodynamics were not compromised. With the information available, this event was assessed as a MDR reportable hemostatic valve separation product malfunction.